Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in inappropriate shocks. The device was programmed to the secondary vector at the time of the delivered shocks. During the follow up appointment, testing was done in all vectors. Noise was observed in all vectors when patient was sitting in the chair. Attempts to reproduce the noise observed during the episodes were unsuccessful. X-rays were completed to verify system integrity. This device was then reprogrammed to the primary vector as there was the least amount noise observed in this vector. This device remains in service. No adverse patient effects were reported.